Event description:
Admedus received information from a foreign facility that at 9 months post operatively from a vsd repair and pulmonary artery reconstruction, a cardiac catheterisation was performed confirming stenosis of the left pulmonary artery and a balloon dilatation of the left pulmonary artery performed to relieve the stenosis. No additional surgical intervention was performed.

Manufacturer narrative:
This event is being conservatively reported as stenosis of pulmonary arteries requiring surgical re-intervention is an expected event in approximately 12-15% of congenital cardiac patients according to peer reviewed literature. Due to lack of information, this case is not currently assessable. Admedus is in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.